Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition of the burr device not engaging in the attachment device was not confirmed. Therefore, an assignable root cause was not determined. However, a visual and functional assessment was performed which found that the device had vibration, failed the visual and vibration assessments, was cosmetically unacceptable and the housing was damaged. During service/repair, it was observed that the vibration was due to a broken bearing. It was determined that the issues were consistent with normal wear out from use. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the burr device would not engage in the attachment device. According to the reporter, a second attachment device was brought into surgical case and the burr was reused. During in-house engineering evaluation, it was observed that the device had vibration. It was not reported if there were any delays to the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.